Event description:
It was reported that the lead was fractured. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Proximal segment of the lead was returned, analyzed, and no anomalies found. However, it was noted that the outer insulation had a cosmetic depression.